Event description:
The patient presented with a highly calcific, 100% occluded, in-stent restenosis within the lcx. As a vibe ivus balloon catheter was removed through the guide catheter, it became stuck on the miracle guide wire. Both the ivus balloon catheter and guide wire were removed together as a single unit and the lesion was rewired. There were no adverse events or injury to the patient. Hospitalization was not extended past the original treatment plan. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
(B)(4). The complaint device was returned to volcano for evaluation with the guidewire still stuck in the rx lumen and with a torn rx port. The device was flushed and the guidewire was removed; however, resistance was felt through the entire removal process. After removal, a stretched coil was observed on the guidewire. The guidewire diameter was measured and was determined to be compatible with the catheter. A portion of the inner member was removed and found to be deformed in an accordion shape. This deformation could possibly be due to efforts to remove the guidewire. No evidence of manufacturing defect was observed. According to clarifying information, the device was pressurized beyond the recommended limit. The most likely causes for the failure are: a kink in the guidewire lumen of the ivus catheter; inadequate flushing prior to and between uses; and a damaged guidewire. However, based on this device inspection, it is not possible to determine the actual root cause for the binding. The IFU was reviewed and contains sufficient precautions addressing issues such as control of the guide catheter tip position, guidewire cleaning and flushing, advancement of the catheter against resistance, and addressing binding of the catheter with the guidewire.